Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking. A new stent was used for the patient.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned without the original packaging. A photo sample was submitted which showed the proximal pigtail completely separated from the body of the stent. Visual evaluation of the physical sample noted a separation at the proximal pigtail; the separation appears smooth on one end and jagged on the other edge. This separation is usually seen when the tubing is cut with a sharp object and then pulled apart the remainder of the way. The separated pigtail was not returned for evaluation. The sample passed all dimensional requirements the outer diameter was measured at 0.0607" using a laser micrometer, the tip inner diameter measured 0.039" with a pin gauge, the tube inner diameter measured 0.040" with a pin gauge. A 0.035" guidewire passed through the sample without resistance. Though a specific cause for this event cannot be determined, a potential root cause for this event could be "inappropriate package design". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking. A new stent was used for the patient.